Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. An image was received by the customer. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A pre-deployment angiogram was performed prior to deploying a 6f angio-seal vip device for a 6f right femoral puncture on (B)(6) 2015. The patient was discharged the same day. The patient presented 3 weeks later on (B)(6) 2015 with an ischemic right leg. The patient underwent surgery on (B)(6) 2015 for removal of thrombus from the superficial femoral artery (sfa). The angio-seal was explanted from the patient, and a dacron patch was required. Following the surgery, the excision site became infected and hemorrhaged. The patient went into surgery again. The patient is currently recovering in the hospital.

Event description:
An ultrasound was performed to diagnose the vascular insufficiency. There was a vessel occlusion and thrombosis.